Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The reported issue of error codes b30 and e216 and displayed static in the image was confirmed. An additional reportable malfunction of corrosion found on the connector was identified during the device evaluation. Based on the results of the investigation, the probable cause of this complaint is traced to component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic endobronchial ultrasound, the bronchovideoscope presented with error code b30 (scope communication error) and error code e216 (scope communication error) and displayed static in the image. The event occurred before the patient was under sedation. The intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event.